Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer also reported having a low blood glucose event that required the ambulance to be called. Customer's blood glucose declined to 21 mg/dl during the incident. Customer was treated with glucose tablets. The customer's current blood glucose was 177 mg/dl. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. It was also found the insulin pump passed a displacement test. The customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.